Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported the screw fractured and removed.

Event description:
Based on product returned, the abutment is not fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two low profile abutment gold-tite® retaining screws (lpcgsh x2), one certain® low profile 30° abutment (ilpac3330) and one certain® low profile abutment (ilpc341) were returned for investigation. Visual evaluation of the as returned products identified fractured fragments of the retaining screws on top of the abutments, and the ilpac3330 was fractured as well. Device history record (DHR) review was completed for the subject lot numbers (2017080218, 2017090491 &1211303). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot numbers (2017080218, 2017090491 &1211303) and no complaints about nonconforming products were identified. Therefore, based on the available information, device malfunction did occur and the reported ¿screw fracture was confirmed. Additionally, an unreported malfunction (abutment fracture) was also identified during investigation.